Event description:
The customer stated that he tested his blood glucose using his breeze meter and a freestyle meter. The breeze read 221 mg/dl, while the freestyle read 110mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Troubleshooting showed the system to be operating as designed, so no product will be returned. The customer was to trade up to a breeze 2 meter.